Event description:
Pt is a 3-yr-old s/p liver transplant pt receiving tpn via hickman catheter which has been in place for less than 1 yr. Pt began using interline brand seping cannulas in 7/93. Since that time, she has had 3 episodes of confirmed sepsis/bacteremia. On 11/17, she was admitted with yeast sepsis (her 3rd septic admission) and required ICU admission for stabilization.she had her catheter replaced and will now receive tpn and amphotericin. (See previous report, file no 1113309 regarding product.)